Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing, the microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization (cds) process stating that there were no deviations or problems during the reprocessing. Pre-cleaning was performed immediately after use on the patient, the rinsing water was not aspirated through the suction channel with a suction pump. It was unknown if the forceps elevator was moved to raise and lower 3 times during the aspiration. Aspiration was done with both the first and second position of the suction valve, the air / water and the balloon channels were flushed with water and air by using the maj-1444 air/water valve and maj-629 channel cleaning brush, and the air / water channel was flushed with water and air by using mh-948 channel cleaning adapter. The device passed the leak test, and during manual cleaning the detergent used was anios. The instrument / suction channel were brushed, the forceps elevator was raised and lowered three times when submerged in the detergent solution, the forceps elevator was flushed, the distal end was brushed with the channel opening brush and a single use soft brush maj-1888 single use soft brush, and the distal end was flushed with maj-2319 distal end flushing adapter. The device was rinsed before manual disinfection, the disinfected used was anios clean excel d, all channels were flushed with an immersed into the disinfectant, tap water was used to rinse after disinfection, and the concentration and expiration date of the disinfectant was controlled. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer / third party microbiological results. Updated field: b3 / b5 / h6 / h10. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Event description:
The device tested positive on june 15, 2023, for 15 colony forming units (cfus) of coagulase-negative staphylococci, all channels were sampled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. Updated the following fields: d8, d9, h3, h6 and h10. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer failed to follow reprocessing instructions. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event can be prevented if the device is handled in accordance with the reprocessing method described in "cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual."   Olympus will continue to monitor field performance for this device.